Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. The caller was instructed to continue using the pump and to contact support again if the malfunction code reappeared. The caller acknowledged and understood these instructions.